Manufacturer narrative:
E1 - initial reporter facility name: (B)(6)e1 - initial reporter address 1: (B)(6).e1 - initial reporter city: (B)(6).

Event description:
It was reported that the delivery system was difficult to remove. The stenosed target lesion was located in the tortuous and calcified internal and common carotid arteries. A 10.0-31 carotid wallstent was selected for treatment. During the procedure, the stent was delivered along with a non-boston scientific (non-bsc) guidewire. However, after placing the stent, strong resistance was felt when trying to remove the delivery system. The non-bsc guidewire was also falling out when trying to remove the system. As a result, both devices were removed together and were successfully extracted from the patient's body. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6). Upon receipt at our post market quality assurance laboratory, the stent delivery system was returned, and the deployed stent was not returned for analysis. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions for use (IFU). The device was returned in a undeployed state. The investigator advanced a guidewire through the device and removed it without any issue, when in a undeployed state. The investigator put the device in a deployed state and was unable to advance the guidewire through the device. A visual and tactile examination identified no issues with the catheter or delivery system. There were no issues noted with the stent cups or stent holders. This concludes the product analysis.

Event description:
It was reported that the delivery system was difficult to remove. The stenosed target lesion was located in the tortuous and calcified internal and common carotid arteries. A 10.0-31 carotid wallstent was selected for treatment. During the procedure, the stent was delivered along with a non-boston scientific (non-bsc) guidewire. However, after placing the stent, strong resistance was felt when trying to remove the delivery system. The non-bsc guidewire was also falling out when trying to remove the system. As a result, both devices were removed together and were successfully extracted from the patient's body. The procedure was completed with this device. There were no patient complications as a result of this event.